Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility nurse (rn) called from the hospital regarding a patient¿s cycler. The patient was receiving a sb lines are blocked message during dwell 4 of 5 (time remaining unknown). The rn was not near the cycler at the time of the call and was unable to provide the software version or treatment details. The cycler was using 2 sol bags for treatment and the single supply bag (sb) was empty at the time of the alarm. The pdrn was unsure of any other alarms that occurred during the treatment and could not verify the prescription settings. The technical service representative advised the pdrn to cancel the treatment. The rn reported that they would contact the patient¿s peritoneal dialysis nurse (pdrn) regarding how to continue. Additional information was requested, however to date not provided.

Manufacturer narrative:
Clinical investigation: based on the information available, there is no documentation or indication a fresenius product(s) and/or device(s) caused or contributed to a serious adverse patient event. A hospital based registered nurse (rn) called technical services regarding this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) experiencing ¿supply bag lines are blocked¿ alarms. There is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event.